Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). While evaluating the device, service technician confirmed the reported event because pca board malfunction made the battery light to illuminate and power supply cord isolation was damaged. Also noted below mentioned failures with the device. Power supply cord isolation was damaged. Extension tubes were not returned with the device. Power supply label was missing. Charging current was low (157 ma) battery had reached to end of life (eol) stage and warranty seal was removed in the field. Ovp/dc socket was damaged. Pca board malfunction made the battery light to illuminate. Service technician then arranged, replaced the device with below mentioned components and confirmed that the device was functioning as intended. The device was tested, inspected and repaired. Twist lock (405k602000), over voltage protection gen a (503a500001), square warranty seal (350w000102), activecare ps only label (350w000201), pca gen a (506ab001810), buzzer pad (401a000101), pcb pu (401a0000501), power supply us type (301e001900). Probable cause/root cause: the cause of reported event was due to pca board malfunction and damaged power supply. The root cause of the event cannot be determined with the provided information. The event was confirmed during inspection of the device and the device was confirmed to be functioning as intended after replacing above mentioned components for the device. The investigation is based on the information that is provided initially and any information that is obtained throughout the follow-up process. Conclusion: review of information provided during investigation determined that no further action is needed at this time. This complaint is determined not to be a new confirmed quality or manufacturing issue, no patient impact is noted. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(4).

Event description:
It was reported that the cable covering was damaged on an ac adapter exposing wiring. No adverse events were reported as a result of this malfunction.